Event description:
Report received of "fluid leakage from the clave port after use". A pediatric pt was receiving an unspecified medication piggybacked into the clave port of the tubing set. After the infusion was completed, "the nurse went to the pt's room and disconnected the IV tubing from the clave port". It was reported that twenty minutes later "family member called the nurse to report fluid leak from the clave port". The amount of fluid leakage was not known. The nurse changed to a new administration set and was able to resume the infusion without problem. The pt did not experience any adverse effects. Add'l info was requested, but was not available.